Event description:
Boston scientific received information that this left ventricular (lv) lead had slightly dislodged. Additional information (ai) from the representative revealed that diaphragmatic stimulation was also present. Thus, the physician elected to explant this lead and a new lead was used. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.